Manufacturer narrative:
Analysis reports that the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched display window, cracked display window, scratched reservoir tube window, and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a many scratches on the display and it was worn. The customer blood glucose level was unknown. Troubleshooting was not performed but the insulin pump will be replaced. No further information was provided.